Event description:
Procedure: unknown. Reportedly, while removing the trocar from the surgical site, the balloon broke into two pieces. The pieces were retrieved without difficulty. No patient injury reported.